Manufacturer narrative:
A visual examination found that the working length was twisted and the c-channel was torn all the way to the distal tip; however, no detached sections were noted and the cutting wire was not exposed. The jagwire was not returned for analysis. A dimensional evaluation was performed and the cutting wire was within specifications. The investigation concluded that the device did not have missing or broken pieces; however, the working was twisted and the c-channel was torn all the way to the distal tip. The failure could have been generated when the guide wire was pulled out using excessive force; moreover, the failure "device twisted" is a known issue generated from the manipulation of the device. Therefore, the most probable root cause of "operational context" was selected for this complaint due to anatomical/procedural factors. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a possible piece of the jagtome fell off and remained inside the patient's bile duct. The device piece was withdrawn using a wire and an extraction balloon. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient was not reported, however, the patient was reported to be over the age of 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a possible piece of the jagtome fell off and remained inside the patient's bile duct. The device piece was withdrawn using a wire and an extraction balloon. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.